Manufacturer narrative:
Attempts have been made to obtain the device. The device involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the blood gases did not correlate with masimo pulse oximeter. No known impact or consequence to patient.